Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that fault code 1003 was recorded on (B)(6) 2013. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant 2.987 volts was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
Subsequently, boston scientific received information that this device was explanted and replaced without incident.

Manufacturer narrative:
Upon receipt, the device will undergo detailed analysis to determine root cause.

Event description:
Boston scientific received information that this clinic nurse had contacted the local representative to report that this patient's monitoring system detected a yellow alert associated with a "voltage too low for projected remaining capacity". The local representative contacted boston scientific's technical services (ts) to discuss the issue and recommended that the device should be explanted. In-house engineering reviewed stored data from the patient's monitoring system. The device voltage began decreasing much more rapidly than expected (B)(6) 2012. Using the last years' worth of daily battery voltage measurement data, the estimated true depth of battery discharge to obtain an estimate of the fault current was plotted. The current appears intermittent/irregular with an average additional current drain of 200ua over the expected nominal value of 12ua. To date, the behavior appears inconsistent over time and the failure mode may change unpredictably. At this point, the battery does have a significant reserve capacity. The data indicates there is sufficient reserve for the device maintain normal therapy functions for 1 week's time.

Manufacturer narrative:
To date, the device remains in-service. The patient has been scheduled for device replacement in the near future.